Manufacturer narrative:
The pod was returned for evaluation. No abnormality of the pod's adhesive was found that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and rec'd medical attention in order to treat the infection. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection. Note: with respect to the customer's high bg levels, the pod investigation found no evidence of any malfunction or product condition that could have caused or contributed to high bgs. No problem was found with the pod; the device performed as intended.

Event description:
The customer's mother reported that her daughter had experienced high bg levels (290 - 481 mg/dl) while wearing this pod. When she removed the pod, she noticed that "there was maybe pus or skin in the cannula." The pt was taken to see her health care provider who diagnosed the pod site as being infected. The pod will be returned for evaluation.